Event description:
It was reported that upon opening the package the catheter was bent.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted five vinyl clean cath intermittent catheters within the unopened original packaging. The catheters were all noted to be bent towards the tip. Catheters with bends that would result in kinks are out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening the package the catheter was bent.